Manufacturer narrative:
H3, h6: one pump was returned for analysis. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The dso sensor was defective. The manufacturer representative replaced the dso sensor and dso seal.

Event description:
It was reported that there was an issue with the bolus connector and an occlusion problem. Per reporter, the problem was found during the preventive control. There was no patient involvement.